Event description:
Facility alleges that blood was seen leaking from top header of dialyzer while pt was being put on blood lines. Dialyzer was discarded. New dialyzer and new lines were put in place and treatment was begun w/o further incident. Ebl < 100 cc. No pt involvement reported.